Event description:
Patient was put on ECMO support for two days when product inspection noted fibrin and clots seen in the venous and arterial lines. The circuit had not been changed out after three days service life. In 2005, the representative inspected the circuit and found the arterial line clear but saw fibrin strands approximately 2-3 inches long in the venous line. A subsequent patient complication was not reported by the hcp as related to the event.